Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the expressew iii needle device broke during the rotator cuff fixation. The broken piece was easily removed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the products were returned to mitek for evaluation without lot information. Mitek then conducted visual inspection of device received. The first device was evaluated. Upon visual inspection revealed that the white flag was missing, and the distal end was broken. This complaint can be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. The gun used in this procedure were not returned along with the needle. The possible root cause for the needle broken tip can be attributed when deploying the needle with the jaws open which can lead to a broken needle; the gun possibly has seen heavy use and lack of cleaning/ sterilization cycles this can lead to a stuck condition and damage the needle. However, this cannot be conclusively determined. As per IFU: to load the expressew ii or expressew iii suture needle into the flexible suture passer, insert the sharp end of the needle into the rear of the instrument (near handle) with the flag up. With the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.